Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 03/24/2017 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of ¿transmitter not sending information to pump¿ was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged that the transmitter had to be replaced as "no contact between the handset and the transmitter." And troubleshooting indicated the transmitter had to be replaced. There was no indication of a adverse event.